Event description:
Medtronic received information that a valve replacement occurred on (B)(6) 2018 on a previously implanted edwards valve. The replacement valve is unknown and no additional information was provided. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).